Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 55 mg/dl. The customer treated with glucose tabs and food. Customer has been using insulin the pump system within 48 hours of reported low blood glucose event. Blood glucose was 95 mg/dl after 15 minutes of treating with glucagon shot and soda. The insulin pump will not be returned for analysis.